Event description:
The customer reported that there was a dried fluid leak of unknown volume from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) indicated that there was dried diluent indicative of a previous leak from tubing at vl30. The tubing was replaced and no further leaks were observed. (B)(4).